Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00704.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using penumbra packing coils (pod pc). During the procedure, the physician successfully placed a ruby coil in the target vessel using a non-penumbra microcatheter. While advancing a pod pc, the physician experienced resistance half way through the microcatheter and also experienced resistance while repositioning the pod pc. Therefore, the pod pc was removed. The physician then attempted to advance a new pod pc; however, the same issue occurred. Therefore, the pod pc was removed. The procedure was completed using non-penumbra coils with the same microcatheter. There was no report of an adverse effect to the patient.